Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2016, patient underwent anterior cervical discectomy and fusion from c3-c5. Reportedly, the patient was implanted with rhb mp-2/acs in this surgery. Allegedly, post-op patient continued to suffer from chronic pain. Patient has suffered serious and permanent injuries.